Event description:
It was reported that the patient experienced a warm/heat-like sensation approximately every hour at the pocket site following a fall (details unknown). Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model 39565-30, lot #n143878003, implanted: (B)(6) 2008, explanted: na, extension model 3708140, serial #(B)(4), implanted: (B)(6) 2008, explanted: na, extension model 3708140, serial #(B)(6), implanted: (B)(6) 2008, explanted: na, programmer model 37742, serial #(B)(6).